Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It was unknown if the speaker emits sound or not. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. After speaking to the biomed, the rse confirmed that the device was still producing sound, but the inop error was still displayed. The rse advised the biomed to perform a cold start of the device to resolve the issue and provided the steps on how this is performed. The rsc confirmed with the biomed that the cold start/reboot resolved the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened

Event description:
It was reported that a speaker malfunction occurred. The device was confirmed to still be emitting sound. The device was in use on a patient at the time of the event. There was no adverse event reported.